Event description:
It was reported that after use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg erroneous results were obtained. There was no report of confirmation testing, or patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the tubes have presented inconsistency in exams. The sexing exam staff requests for batch to be verified, if it has been any modification. Customer requests for centrifugation instructions, to verify if there is any setting they might correct, because they've been having new sample acquisition in these tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to erroneous results as all samples met specifications. Based on the information submitted it was not possible to interpret which analytes the customer found to be erroneous. Furthermore, clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg erroneous results were obtained. There was no report of confirmation testing, or patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the tubes have presented inconsistency in exams. The sexing exam staff requests for batch to be verified, if it has been any modification. Customer requests for centrifugation instructions, to verify if there is any setting they might correct, because they've been having new sample acquisition in these tubes.